Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported they were unsure of the cause of the high impedances. The programming was changed so the contacts that were out of range were not being used. The representative stated that, currently, the device was functioning without the non-functional electrodes. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: v990442, product type lead. Product ID: 3889-28, lot#: v990442, implanted: (B)(6) 2012, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Impedance greater 4000. There was no external or environmental factor noted. Programs around open electrodes. Checked impedance on different rate and pulse width. The issue was resolve at the time of this report. There was no surgical intervention that was planned or occurred. There were no further complications reported.